Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the bifurcated mid left anterior descending (lad). The lesion was 80% stenosed, 4.0mm in diameter and 16mm long with a bend greater than 60%. Predilation was performed. During the procedure, the physician could not cross the lesion with a 3.0x20mm taxus element stent. A 3.0 x 20 taxus element stent was opened but not deployed as the struts were disrupted when they caught on the monorail inflow of a non-bsc guide extension device. The vessel was successfully treated with placement of a 3.0 x 16 mm taxus element stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).